Event description:
It was reported that the infusion device was not delivering boluses, neither via the pump nor via the diabetes manager, resulting in elevated blood glucose levels. According to the reporter this happened twice.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.